Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The pink slide did not move forward.

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod delivered 0 pulses and was received in pod state 14, indicating that the pod did not complete the activation process after being filled. No damages or deficiencies were observed that would prevent the pod from completing activation and deploying as intended.